Event description:
The customer stated that she tested her blood glucose using her contour meter and another meter (brand unk). The other meter read 276 mg/dl, while the contour read 114 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting of the test strips. No product will be returned at this time.